Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The malfunction code was described as malf 12, though it was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, advising the customer on backup therapy using multiple daily injections to ensure insulin delivery was not interrupted. The customer was instructed on proper procedures for returning the faulty pump, including putting it into storage mode. A replacement pump, featuring updated software, was sent to the customer by tandem cts.